Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a (B)(6) male patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 unknown bag and extraneal viaflex (doses, frequency and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient presented "fit and well" with cloudy fluid and sterile peritonitis. The severity of the sterile peritonitis was considered moderate. On an unreported date, the patient was initially treated with vancomycin 2 grams ip (as per protocol) and ciprofloxacin 500 mg orally twice a day. The patient was not hospitalized for the event of sterile peritonitis. On an unreported date, treatment with vancomycin and ciprofloxacin was "stopped", because "the patient was not unwell, and had to take time off work to attend clinic reviews." On an unreported date, the event of sterile peritonitis resolved. Dianeal and extraneal therapies were reported as ongoing. The nurse did not provide an opinion of causality for the event of sterile peritonitis and the relationship with dianeal pd4 unknown bag, and extraneal viaflex therapies.